Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Whole [oral-b] toothbrush heads come off [device breakage]. Case narrative: consumer via phone stated that the whole toothbrush head came off while brushing. No injury was reported.